Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic hernia surgery, when they sutured the soft tissue, the needle broke. The surgical time was extended by thirty minutes or more due to the process of finding a broken needle tip the fell into the patient, prolonging the time of closing the surgical incision to resolve the issue, leading to other adverse infection events. The doctor found the broken needle in the muscular layer of the patient when the sheath bayonet was closed.